Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, stuck keypad, which was experienced during evaluation. The first and second row of keys and the "0" & "1" keys were found to operate intermittently while the remaining keys were inoperable. The keypad was determined to be the failing component. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a stuck keypad. It was also reported there was no patient involvement.